Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived in a decontaminated condition with the broken off jaw part and available for investigation. The broken off fragment is missing. During a surgery the instrument extract from the trocar and one of the two ends fell down. The instrument has been examined visually and microscopically with the digital microscopic. A visual inspection of the instrument was performed and a bent shaft was discovered. Unknown deposits and discoloration was found. There was also a fracture surface. Unknown deposits was found on the upper jaw part. There was also cracked grey ceramic fragments found. The device quality and manufacturing history records have been checked for the lot number and found to be according to specification valid at the time of production. The root cause is probably usage related. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). Product used for the coagulation during an operation of videolaparoscopic cholecystectomy. Device used for 10 minutes, extracting the device from the trocar, one of the two ends fell down.